Manufacturer narrative:
The medwatch report was erroneously tied to the incorrect complaint and this report was filed. This MDR reflects the incorrect complaint. A new complaint record will be created to reflect the correct complaint and a corrected MDR filed for it.

Event description:
The initial reporter stated that the pump "alarmed motor stall" during testing. Mmdg received medwatch mw5066538 several weeks later, stating that the alarm had occurred while in use with a patient who was being treated with milrinone. This report was erroneously tied to the incorrect complaint record. No complaint record exists for the event reported in the medwatch. (B)(4).

Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be operating per product specifications. Mmdg was also unable to verify any occurrence of the reported motor stall alarm in the pump history log and was unable to replicate it during testing.

Event description:
The initial reporter stated that the pump "alarmed motor stall" during testing. Mmdg received medwatch mw5066538 several weeks later, stating that the alarm had occurred while in use with a patient who was being treated with milrinone. [Complaint-(B)(4)].